Event description:
It was reported that a malfunction alarm with code 12 occurred. There was no reported impact on the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the customer with the reset process. The issue did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue reappears.